Event description:
An end user states the front right caster came off of the device. It was learned in speaking with the end user that he was able to ride home on what was left of the caster. No injury.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model ta4, serial number/date code (B)(4) is approximately 10 years old. The owner's manual part number 1110545 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The reporter of this event has been contacted for information regarding this incident. The device is used inside and outside. He has owned this device for 10 years. The maintenance history of the device is unknown. The caster is being replaced as reported by the reporter. The malfunction has not been confirmed.